Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple power source alerts after plugging the pump into a power source, despite attempting to charge with multiple power sources. Additionally, the customer reported experiencing difficulty plugging the usb cable into the usb port of the pump. There was no reported adverse impact to the customer's blood glucose (bg) level. The customer ended contact with tandem technical support before troubleshooting could be performed, therefore no additional information could be obtained.